Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, thrombosis, dissection or perforation, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "mechanical thrombectomy for m1 subocclusive thrombus with lateral lenticulostriate artery occlusion: a case report and literature review" (yajima et al. 2022). This article studies a single case of mechanical thrombectomy in the m1 segment of the middle cerebral artery (mca) involving a penumbra system ace 60 reperfusion catheter (ace60). It was reported that the physician performed a single direct aspiration pass (adapt) resulting in complete thrombus removal, successful recanalization, and complete recovery of left hemiparesis. However, narrowing of the m2 segment of the mca was noted post-procedure. It was reported that there was improvement of the vessel diameter over time, and it was concluded that the narrowing was spasm due to advancement of the tip of the ace60 into the m2 superior trunk. The patient was discharged without any complications. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.